Manufacturer narrative:
This case was identified as a doublet. The adverse event was reported twice under MDR numbers: 9610612-2021-00502 (400518352). MDR 9610612-2021-00490 will be closed. And further information to this case will be submitted within MDR number 9610612-2021-00502 in future.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the bipolar forceps broke during surgery and fell into the patient. The broken part was located and immediately retrieved. This occurred during a minimally invasive laparoscopic procedure for umbilical hernia with mesh implantation. Additionally, an x-ray was taken postoperatively to exclude the possibility of remaining pieces. There was no patient harm. The adverse event is filed under aag reference (B)(4).